Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt heard a critical alarm on their pump. The critical alarm was confirmed by telemetry. The alarm was due to zero ml reservoir volume reached. The pt let their pump run dry by missing their refill. There did not seem to be any technical issues with the pump. The pt had a full catheter and pump replacement on (B)(6), 2011. The pt is now doing great. The drug in the pump at the time of the event was not known.